Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) lower display was blank. It was recommended that the epg be returned but its current status is unknown. There was no patient involvement.